Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml at 0.1495mg/day via an implantable pump. It was reported that the patient had a full system explant due to meningitis. The environmental, external or patient factors that may have led or contributed to the issue was the patient had surgery to repair a csf (cerebral spinal fluid) leak on (B)(6) 2022. No other issues with the pump or catheter. The actions and interventions taken to resolve the issue was full system explant. The patient status was noted as alive, with injury-patient hospitalized with meningitis. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.